Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing issue due to post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made which resolved the oversensing issue and no further alerts were received for the oversensing issue. Patient was stable.